Manufacturer narrative:
Approximate age of device - 4 years 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in clinic today, patient slept on batteries and pump stopped. The system controller backup battery engaged as designed and continued to provide power to the lvas until it also depleted and the pump stopped. The patient replaced batteries around 10am trying to see what time pump stopped last night. The pump clock resets to default when all batteries have been depleted, so it was not possible to know how long the pump was off. No impact to patient reported as a result of the pump stopping.

Manufacturer narrative:
The patient remains ongoing on vad support. No product available for investigation. The report of a pump stop and controller clock reset can be confirmed based on the submitted log file. The log file captured normal pump parameters until (B)(6) 2018 00:29, when a low battery hazard alarms was captured. Approximately 1 minute later, the patient¿s external batteries depleted and a no external power alarm was captured. The system ran on the backup battery until it eventually depleted and the pump stopped. The events captured in the log file are consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. These events are consistent with the report that the patient fell asleep while on battery support. The backup battery located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. The heartmate ii patient handbook and the instructions for use both cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning, as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.